Event description:
It was reported by service report that the brakes could not hold due to a malfunctioned cam bracket assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.